Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2012 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2011. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2011. The physician corrected the settings; however, the device off time was not corrected. The device was not interrogated prior to the patient leaving the office on (B)(6) 2011 as recommended by device manufacturer to ensure the device is at the correct settings. There is no history available which shows the device off time was corrected. No patient adverse events were reported.

Manufacturer narrative:
Device programming history was reviewed.